Event description:
Information received from the field notes that the patient presented to the hospital with an intrinsic rate of 50 bpm but with no symptoms. The device could not be interrogated and there was no magnet response.